Event description:
Device malfunction: premature partial deployment. Time of malfunction: during unpacking. Symptoms/ae: na. It was reported that during unpacking, the tip of the xpert stent was found prematurely partially deployed and protruding out of the distal sheath. There was no patient involvement. The device was replaced with another device to complete the procedure. There was no additional information provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete.